Manufacturer narrative:
Philips service replaced the hard drive spare part and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that system failed to boot due to flexvision pc issue on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.